Manufacturer narrative:
Concomitant product: product ID 8780, serial # (B)(6), implanted: (B)(6) 2014, product type catheter. (B)(4).

Event description:
It was reported that a critical alarm was heard and confirmed by telemetry to be an empty reservoir alarm. The event logs confirmed that a low reservoir alarm was activated on (B)(6) 2015 and the empty reservoir alarm was on (B)(6) 2015 the patient was going through withdrawal. The patient experienced pain, anxiousness, fatigue, and flu-like symptoms that began on (B)(6) 2015. The patient had oral medication. The patient had a thoracic surgery unrelated to the patient¿s medtronic device or therapy and the health care provider (hcp) increased the dose at that time from 0.6mg/day to 2.99mg/day due to the increased surgical pain. Since the patient went through withdrawal, the hcp was going to change the dose back to 0.6mg/day and increase the concentration from 5mg/ml to 10mg/ml. The pump was infusing dilaudid (hydromorphone). No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be submitted if more information becomes available.